Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the therapy impedance was 760 ohms. It was stated that the patient felt a brief shock sensation in the chest just below the implantable neurostimulator (ins) when they bent over. The known activity or event that prompted the issue was the patient had falls. A longevity calculation was done with the following information: left 766ohms 3.0 60pw 130 right 761ohms 2.9v 80pw 130hz eri 3.25 years bat 2.84v no further patient complications have been reported as a result of this event.